Manufacturer narrative:
Concomitant medical products: 4968-25 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the there was high thresholds and loss of capture on the right ventricular (rv) lead. It was reported that there was a confirmed fracture on the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.